Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. . We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. The patient had been incoherent and slurring their words prior to loosing consciousness. The patient reports their personal diabetes manager (pdm) has a stuck button causing an alarm. Upon arrival of the paramedics the patient was transferred to the hospital. Once at the hospital the patients pod was removed so a MRI (magnetic resonance imaging) could be administered. The patient reports they had been transferred to the intensive care unit. The patient was treated with insulin. The patient was discharged from the hospital after 9 days.